Manufacturer narrative:
The device and half of the lens were returned. The plunger is oriented correctly. Viscoelastic is observed in the device. The plunger is advanced the end of the tip. No device damage or abnormalities are observed. Half of the lens was returned adhered to a piece pf tape. Lens appears to have been cut in half which is typical of removal. Two viscoelastics were indicated, both are qualified. The root cause for the complaint of ¿iol went through the bag, popping at end of injection¿ could not be determined. The device was examined and no damage or abnormalities were observed. (B)(4).

Manufacturer narrative:
The device was received by a company representative and is in transit to the manufacturing site for investigation. Investigation including root cause analysis will be completed. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Product history and batch records were reviewed and documentation indicated the product met release criteria. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and email. A partially completed questionnaire was returned. (B)(4).

Event description:
An administrator reported that when an intraocular lens (iol) was inserted into a patient's eye, it made a popping sound and tore the posterior capsular membrane. The lens was removed and a vitrectomy was performed. In a follow up, the surgeon clarified that the lens ejected too quickly and created the tear. Another lens was implanted after the vitrectomy was completed.